Event description:
It was reported the physician unsuccessfully attempted to implant a left ventricular (lv) lead due to patient anatomy and difficulty moving the lead on the guide wire as a result of blood inside the lead lumen. The lead was removed and returned. A new lv model lead was successfully implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed with no anomalies found. It was noted that there was blood/body fluid on the distal conductor.